Event description:
It was reported that a patient experienced gagging and became cyanotic immediately upon placement of a new tracheostomy tube. This patient has had a another tracheostomy tube product - of the same size - in use for 4 years. It is unknown if the patient required recannulation with another product. Patient is also ventilated intermittently and was reported to have needed mechanical ventilation after this reported event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).